Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years and four months following the implant of this transcatheter bioprosthetic valve, the valve failed via stenosis. Heavy calcification was observed throughout the aortic root and ascending aorta. Annular calcification was observed under the non-coronary cusp (ncc). Replacement of the valve was scheduled for 14 days after onset of symptoms. No additional adverse patient effects were reported.